Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was damaged during the replacement procedure of the pacemaker. Both ra and right ventricular (rv) leads appeared to have separated in two sections, one part was left abandoned in the patient and the other was left attached to the pacemaker. Both leads attached to the pacemaker were approximately 10cm in length and had a clean separations, possibly indicating a scissor or scalpel cut. A new pacemaker and lead were implanted. No adverse patient effects were reported.